Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The output of the lv lead was adjusted and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.